Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial port connector is broken and the ventricular port has a crack on it on the external pulse generator (epg). The device is expected to be returned for repair. There were no recorded patient complications.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken. It was also identified that the hanger assembly was broken and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned for analysis.